Event description:
It was reported that the ilet pump screen became unresponsive on the top portion and progressed to being fully unresponsive, with a small crack observed on the screen corner; the user restarted the pump via the app without improvement and transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a touchscreen component issue consistent with a fracture and a stress-related problem affecting the screen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.